Event description:
Healthcare professional reported "capsular contracture baker grade iii" and "implant exchange due to the patient's concern with the product". This record relates to the left side. The device has been explanted.

Manufacturer narrative:
This is a follow up to emdr (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Correction to g.3. Aware date of the initial medwatch. Aware date should have been listed as 18-mar-2025. Correction to h.10. Related report numbers and h11 additional mfg narrative in the initial medwatch: this was not a follow up report. This mrn, 9617229-2025-04657, is the first time reportable information is being submitted for this patient's left side device.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and implant exchange due to the patient's concern with the product. The device has been explanted and replaced. Device has been discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedures creases and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device has been explanted.